Manufacturer narrative:
The delivery device was not returned for evaluation. A lot number was not reported, so a device history record (DHR) review could not be performed for this device. Based on the available information, a root cause for the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a capsular bag tear occurred while attempting to implant the lens into the eye. Specifically, the tear was first noticed while attempting to position the trailing lens haptics. As a result of the tear, the lens had improper support and thus had to be removed. A three-piece lens was then implanted with no issues. The root cause of the capsular bag tear is unknown. Regarding prognosis, the patient is said to be doing well.